Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. Device received with missing serial number label noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple power loss alarms. The blood glucose level of the customer was 117 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and able to rewind the insulin pump but got multiple power loss alarms. The insulin pump will be returned for the analysis.